Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle kept falling out of the devices. One needle had difficulty loading and the button came off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the issue occurred during a gastric bypass procedure. The needle fell into the cavity of the patient but was retrieved with graspers. There was no patient harm.